Event description:
The sapphire balloon was used for treatment. A perforation was observed. A covered stent placement was performed to treat the perforation and complete the procedure. The patient was stable. Sapphire nc 24 is always moved forward or backward along the guidewire during use, and its balloon subassembly are designed with standard nylon material, with a smooth surface. The balloon exhibits no stress concentration points during inflation. Based on the above investigation, there are no signs of manufacturing defects from this lot of products. There is no systemic trend identified with regards to this type of event. Details could not be ascertained as there is no product malfunction reported and the clinical situation could not be duplicated in our analysis lab. This complaint has been shared with the manufacturing and engineering teams. We will keep the complaint on file for future statistical analysis and monitoring. No corrective action is required at this time. There is no evidence of a product malfunction, inadequacy in the IFU, or a manufacturing defect. "Perforation" has been listed as potential complication and adverse effects in the product IFU. The complaint and analysis will be included in the complaint data reviewed and monitored for this product.

Manufacturer narrative:
This adverse event was reported in esg test system on 2023/11/7 (MFR report #: 3003775186-2023-02159). Since we realize it is not correct to report it in the test system, we now take the corrective action to submit this report in the production system. This adverse event is an individual case and per our investigation, it is concluded that there is no evidence of a product malfunction, inadequacy in the IFU, or a manufacturing defect regarding this event. We have taken corrective and preventive actions in our company to correct the wrong reporting issue and prevent this issue from re-occurring in the future.